Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had power error alarms. The customer¿s blood glucose was 110 mg/d. Troubleshoot was performed. The pump was not able to charge. Customer called previously to report power error issue. The insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detail trace analysis confirmed the pump alarmed replace battery, replace battery now and power loss alarm due to connector resistance (electronic board). Pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (electronic board). After disconnecting and reconnecting the internal battery connector at electronic board. The insulin pump was monitored and functioned properly. No cosmetic damage noted.